Manufacturer narrative:
Other text: b5: additional information received via email on 20-sep-2021 and attached to complaint: event date updated in complaint. Cassette not attached alarm reported. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the dso (downstream occlusion sensor) seal had a bubble. The customer stated problem was duplicated. The dso reading was stuck at 2500mv. The dso was inoperable and it was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a smiths medical pump alarmed "cassette not attached properly."